Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the liberty cycler set and the patient event of peritonitis with transition to hemodialysis. However, there is no documentation in the complaint file to a causal relationship between the adverse event and use of the cycler and cycler set. Although the patient reported an issue with the cycler cassette being hard to insert/popping out two days prior to the peritonitis diagnosis, the issue occurred during set-up of treatment. Technical support assisted the patient with resetting up the treatment with new supplies which was successful. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. The patient was discharged on (B)(6) 2025 and is completing in-center hemodialysis (ichd) treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn could not provide additional details pertaining to the peritonitis event. No culture results or antibiotic therapy was available. The patient had been transferred to a different clinic, and the records were closed out of their system. The patient underwent a computed tomography (CT) scan during the hospitalization and as a result, the patient was sent for urgent surgery to remove the pd catheter. The patient¿s transition to ichd is permanent. The pdrn does not know the cause of the peritonitis event; however, she stated that the patient was experiencing issues with the cassette prior to the diagnosis. The patient did report the cassette was hard to insert/pops out during set-up on (B)(6) 2025, (B)(6).